Manufacturer narrative:
One photo was provided to our quality team for investigation. The photo shows a fully assembled loose syringe with all scale markings printed correctly, except for the letter "l" next to the 10 ml mark, which is missing entirely. The condition observed is non-conforming per product specification. The potential root cause for the missing print defect is associated with the marking process. A notification for this defect was written during the production of this batch. A requalification was performed, and the line was cleared of defects. However, it is possible that a limited number of pieces were able to escape detection under this condition. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll bns had a scale marking issue. The following information was provided by the initial reporter translated from french to english: the production site reported an anomaly during production start-up. They noticed that the letter ¿l¿ was not printed on the graduation scale (see attached images for reference). The rate of parts affected is (B)(4), reference (B)(4) (internal reference (B)(4)), lot 4284138. Please send us an 8d-type action plan to secure future deliveries.